Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable infusion pump for spasticity. It was reported that the pump had alarmed due to a motor stall. The cause was not determined. The pump logs were read on (B)(6) 2018 and the pump was programmed into minimum rate and the patient was scheduled for a pump replacement on (B)(6) 2018. The issue was not resolved at the time of the report. The patient's status was "alive-no injury." No further complications were anticipated/reported.